Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation result of "catheter broken." Investigation result of "stent kinked." Visual evaluation of the returned device found the guide catheter was detached. The proximal section of the detached guide catheter was not returned. Additionally, the push and guide catheter were bent in several locations. Stent was kinked at the location of the proximal barb. A functional evaluation could not be performed due to the condition of the returned device the condition of the returned device was consistent with the reported event of stent failed to deploy. Based on product analysis, it is most likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used for a bile passage drainage procedure performed on (B)(6) 2016 to relieve the patient's jaundice. According to the complainant, during the procedure, attempts to deploy the stent failed as the inner or guide catheter could not be released from the stent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The investigation found that the guide catheter was broken and the stent was kinked. This complaint is deemed as a reportable event.